Event description:
It was reported that during a gastrectomy procedure, something like liquid thing came from distal part of the device during use. Another device was used to complete the case. No pt consequence.